Manufacturer narrative:
Device display properly and no missing segment/flash scrolling lines anomaly noted. Device had intermittent buttons response due to flattened (creased) down buttons dome switch. No unlocked lcd keypad connector noted. No unexpected numbers ramping/scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was button error and flashing display. The customer's blood glucose level was 361 mg/dl. The customer reported that the lines were flashing and everything was flashing and there were black lines flashing on the insulin pump. The customer reported that when the act button was pushed the lines went the other way. The customer reported that the time clock advanced for one minute. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.